Event description:
It was reported that the user experienced a scan error while attempting to pair and start a new libre 3 plus sensor, and after guided troubleshooting that included rescanning, the sensor successfully initiated and entered its warm-up period. Symptoms included no reported clinical effects. Outcomes included restoration of expected sensor function without the need for medical care. Investigation included customer service troubleshooting and user education on device setup and rescanning. Investigation of this case revealed that the scan error was resolved by repeating the scan process, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction factors were the most probable cause.